Manufacturer narrative:
(B)(4). The unit was returned and sent to the manufacturer (pegasus research corp) for evaluation. Pegasus reports that upon receipt of unit the claim was confirmed. The power switch did illuminate and unit did not generate heat. Evaluation revealed that a random thermal-fuse failure prevented the unit from generating heat. The device history record review shows that the heater was working within specifications at the time of release. The approximate age of the heater is 209 days. Based on the investigation performed, the reported complaint was confirmed. The unit will be repaired and returned.

Event description:
Customer complaint alleges the device was not heating during a patient use. No patient harm was reported. Patient condition reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges the device was not heating during a patient use. No patient harm was reported. Patient condition reported as fine.